Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on april 16, 2025 with lot number 2661813. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI. Device remains implanted.